Manufacturer narrative:
A health hazard evaluation (B)(4) determined on 03-jun-2019 that the risk associated with the hand controller issue is unacceptable. Therefore, it was decided to begin reporting medical device reports (mdrs, et al) for the hand controller issue. Please refer to field safety notice (fsn 88200521).

Event description:
This complaint has been re-evaluated based on additional information provided; there is no allegation of death or serious injury. The philips field service engineer (fse) reported that when moving the heads for pre-examination positioning, the equipment continued the movement even after the manual control button is released. The operator was able to stop system movement by pressing the collimator hood, thus simulating a collision which interrupted the movement. There was no report of harm to the patient or the operator. Based on additional information from field safety notice (fsn 88200521) / health hazard evaluation (B)(4), it has been determined that this record is a reportable event. A field safety notice (fsn 88200521) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.